Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) noted an interrogation interrupted on a report. In addition, there appears to be a defibrillation lead fracture. Pacing impedances have gone from 400 to 2483 ohm with a stable shock impedance of 45 ohms. Noise is present with many diverted episodes in addition to the patient receiving an unnecessary shock. The threshold has gone from 1v to 3.5v. An x-ray appears to show the lead to be compromised in lateral area. This patient is an active swimmer.

Manufacturer narrative:
Upon return the lead underwent detailed analysis. The returned lead was severed 12.8 cm from is-1 pin with both the distal and proximal segments being returned. Set screw marks were noted on all terminal connectors. There was a long cut noted in trilumen insulation just proximal of pigtail location. In addition, the lead was stretched in the proximal shocking coil at the proximal end with medical adhesive noted. At the end of this stretched point, both filars of the proximal shocking coil were severed and a footprint of a cutting tool was evident. Although analysis could not confirm the event allegations, analysis testing resistance tests, had failed due to a sever in proximal shocking coil which was induced at explant. The rs segment was not electrically tested as the extracting sytlet remained within. However, an x-ray showed no fractures in the rs- coil.

Manufacturer narrative:
Technical services noted there might have been telemetry interference and to try a fresh interrogation and reprint the report. The interrogation issue was resolved. The patient was scheduled for a further evaluation regarding the lead issue. The lead was ultimately surgically abandoned due to the fracture. The device was electively explanted. A new device and lead were successfully implanted. Should additional information become available, this event will be updated. The physician had later decided to explant this lead. It was returned and analysis is pending.